Manufacturer narrative:
The company rep examined the system and replaced the lpas (low pressure air source) assembly. The system was then tested and met product specifications. The root cause was not determined. (B)(4).

Event description:
A customer reported the gas during air/gas displacement was not flowing correctly during a procedure. The duration of the surgery was extended but the procedure was completed with no impact to the pt.